Event description:
It was reported that the patient with an artificial urinary sphincter (aus) experienced recurring incontinence. Upon revision, a fluid loss in the cuff was identified; only a small amount of fluid was present in the balloon. Therefore, the aus was removed and replaced. No additional patient complications were reported.